Event description:
During the initial implant of the left ventricular (lv) lead, it was impossible to remove the stylet from the lead. The stylet and lead were damaged during the procedure due to excessive force when the stylet was being removed. The procedure time was significantly increased due to this event. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
A complete lead was returned in one piece with the stylet stuck inside the lead. The ptfe coating of the stylet was found to be stripped and bunched up inside the inner coil at the connector region. The cause of the reported event was isolated to the bunching of the stripped ptfe stylet coating inside the inner coil at the connector region consistent with procedural damage. The reported event of the stylet being stuck inside the lead was confirmed.